Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this pacemaker was programmed to a unipolar configuration at implant. Shortly after implant, noise and oversensing were observed on the right ventricular (rv) channel. The oversensing led to pacing inhibition, but there was no asystole of greater than 2 seconds. The decision was made at that time to reprogram the rv lead to a bipolar configuration. Additional information was received which noted that a lead safety switch occurred due to rv impedance measurements of greater than 2000 ohms. The device was programmed back to bipolar configuration, and the lead safety switch was turned off. An x-ray was performed which showed the rv lead was not properly inserted in the device header. The patient had a heart rate of 30 to 40 beats per minute (bpm). The device was subsequently explanted to upgrade the patient's therapy. No additional adverse patient effects were reported.